Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, a cartridge alarm 19 occurred during the load process. Customer's blood glucose level ranged between 250 (mg/dl) and 378 (mg/dl). Reportedly, the customer had manual injections as alternate insulin therapy.